Event description:
As received on medwatch: "while cleaning up after starting a pt's IV, the nurse was stuck with the stylette of a #22 braun angiocath. The passive safety device which should have engaged and covered the sharp failed. Upon clarification with the reporter, the device is not part of a kit, and it is not known if the device is a spring-loaded retractor with a guidewire. The packaging for this device had been discarded. This event had happened infrequently before (not known how often). In those cases, the safety clip had not engaged, but there was no injury. This is the first time an injury had occurred. There were no unusual circumstances surrounding this procedure. Device usage problem: device malfunction - that is, the device did not do what it was supposed to do."